Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years, 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had symptoms of nausea and emesis. No lysis was noted in the urine. There were no other signs or symptoms of thrombus. The patient is not on anticoagulants due to a history of previously unreported gi bleeding. The gi bleed was a gastric ulceration and arteriovenous malformation confirmed via esophagogastroduodenoscopy. Argon plasma coagulation was used to treat the bleeding. During admission, pump power fluctuated from 5-8 watts in a 12 hour span. The patient's lactate dehydrogenase (ldh) level was in 400 u/l range and inr was 1.4-1.5. On (B)(6) 2016, the patient's ldh was 541 u/l, plasma free hemoglobin was 19.6 g/dl, and haptoglobin was less than 8 g/dl. The patient is currently on aspirin and heparin gtt. It was reported that the vad is functioning currently with no power spikes and has been operating as expected throughout the events. No further information was provided.

Manufacturer narrative:
Approximate age of device ¿ 1 year, 6 months. The patient remains ongoing on lvad support. A correlation between the device and the reported gi bleeding could not be determined. Review of the submitted system controller log file confirmed the reported pump power fluctuations; however, a specific cause for the parameter fluctuations could not be determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. The patient remains on lvad support. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.